Event description:
Philips received a complaint by the customer on the v60, indicating that the device was not going into standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer reported to the remote service engineer (rse) that the device was not going into standby mode. The rse provided the customer with the user and service manuals. The customer also noted that a negative average air value could be seen on the device, and the rse recommended that the customer should replace either the flow sensor assembly or gas delivery system (gds). The customer informed the rse that an order will be placed for repair.

Manufacturer narrative:
Per gfe (good faith effort) response, the customer confirmed that the device was reading -0.1 which was fine and mentioned the gas delivery system (gds) was ordered and replaced. The customer then verified that the reported issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.